Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support helped the customer reset the pump, resolving the cgm error, and the customer successfully started a new sensor session.